Event description:
The customer reported the tubing was "broken or loose at a connection point." Pictures provided by the customer identified what appears to be a tear of the silicone segment at the upper fitment and the tubing appears to be filled with fluid. To the best of the customer's knowledge the tubing was received in this condition and not accidently or intentionally broken. Product was not reported to be on pt at the time of the event. No medical intervention was required. No additional information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The customer's reported experiences of the set broken or loose at the connection port was confirmed. Visual inspection of the set noted a large tear in the silicone tubing near the upper fitment, and measured approximately 0.2140 inches. Crush marks were noted on the upper fitment. Functional testing was not necessary due to the large tear. The root cause of the tear was not identified; however, the failure mode is consistent with a misloaded set.